Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was implanted. On (B)(6) 2013, the patient underwent a second surgery to repair a recurrent hernia. During the reoperation, the mesh was intact except at the area of the defect. The surgeon repaired the defect with a different type of mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.